Event description:
During an in clinic follow up, high pacing impedance and loss of capture was noted on the right ventricular (rv) lead. Fibrosis on the lead was suspected. Diagnostic imaging was reported and no anomalies were noted. The rv lead was capped and replaced to resolve the event. The patient was stable.